Event description:
While inserting an interlock 2mm x 5mm vertex retrievable. Coil by the physician in interventional radiology. The physician was not pleased with the position of the coil was going. He then decided to pull the coil out and not deploy it. Once the coil was pulled out, he viewed with a fluoroscope and the coil had become detached and left in an undesirable location. The physician tried to retrieve the coil via three different snare devices and was unsuccessful. The pt was then sent to surgery. Diagnosis or reason for use: this equipment was used to occlude the pseudoaneurysm.